Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: more than 3 sharps broken on radius (along the same edge). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: more than 3 sharp broken on radius assessed as unidentified (tear) opening. Missing shell due to inconclusive. Additional, changed, and/or corrected data: h.3, h.6.

Event description:
Patient reported right side rupture and implant exchange from textured to smooth due to the concerns of the product. Healthcare professional confirmed rupture. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional confirmed rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and implant exchange from textured to smooth due to the concerns of the product. Device remains implanted.